Event description:
The pt was secured on a 35a stretcher. When moving the pt to the ambulance the stretcher lowered to the ground. The stretcher was raised and when moved again lowered. There were no injuries to the pt or ambulance crew.

Manufacturer narrative:
The unit was ten years old and when tested, functioned properly.